Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device battery had a sudden drop in battery voltage. During the device check one year earlier, no anomalies were seen. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the device was returned and analyzed; analysis revealed a hybrid failure that disappeared during analysis so the exact cause of the high current drain could not be determined. Preliminary analysis revealed no output so further analysis was performed, but attempts to regain the failure mode were unsuccessful. Additionally, performance data was collected from the device and analyzed. Analysis revealed elective replacement indicator (eri) triggered on 2013-(B)(6).